Manufacturer narrative:
No product was returned with inability to perform investigation.

Event description:
Information was received indicating that during an infusion with a smiths medical cadd medication cassette reservoir, the no disposable alarm occurred. A new cassette was made, and the infusion resumed. There were no reported adverse effects.